Event description:
Follow-up confirmed the event is related to a clinical study patient.

Manufacturer narrative:
Patient information is unknown and initial reporter title and full name are unknown. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
This report is in reference to a (B)(6) patient. It was reported the patient's sensor was recalibrated via echo/non-invasive approach due to an inaccurate measurement.